Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 (mg/dl). Customer consumed carbohydrates to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering pump logs did not record low blood glucose (bg) levels on (B)(6) 2016, however, low bg levels were recorded on (B)(6) 2016. Customer may have been mistaken on the dates. Each time the low bg level was entered was during an insulin delivery request, but the request was never completed. Basal insulin rate setting was adjusted once on (B)(6) 2016 by 0.05 units/hour. There is no indication that the insulin pump caused or contributed to a low bg event.